Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. Product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2015. The patient had severe pain on the right foot down to their toes. The patient turned therapy up and it caused them pain and they turned it down. When they turned it down, the pain left the toe area and went to the back of their knee. The patient turned stimulation down once more and then the pain went to their lower back, then they turned the implant completely off and the pain went away. The patient needed the therapy on for their bladder and the implant was in the right hip. The patient did not fall or have trauma. The patient contacted their health care provider's (hcp's) office but the nurse was out. Since the patient turned stimulation down and then off on (B)(6) 2015, their frequency symptoms had been back. The patient had a poor communication screen on the patient programmer on (B)(6) 2015. The patient used an antenna and confirmed the antenna was secure. The patient synced with the implantable neurostimulator (ins) and this resolved the reported issue. The patient was currently on program 3 at 0.0v and turned stimulation on to program 1 at 0.0v. The patient in creased to 2.3v and didn't feel stimulation. The step taken to resolve the pain and return of frequency symptoms was that the patient was talked through how to get on another program. Additional information reported she had lower back pain and pain in the right foot. An x-ray was done and they determined the lead was bent. The ins and lead were changed on (B)(6) 2015. The indication for use for this patient was gastrointestinal/ pelvic floor. If additional information is received, the event will be updated.